Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing worsening low back pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-8120-50 serial: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing worsening low back pain. The patient will undergo a revision procedure.